Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised to address loosening of the tibial component at the cement to implant interface. Depuy cement was used. It was also reported that the patient presents with loose tibial component that had subsided. Femur found to be will fixed and in good orientation. Tibial side revision performed. Doi: (B)(6) 2016, dor: (B)(6) 2020, left knee.

Manufacturer narrative:
Product complaint (B)(4). Investigation summary :the device associated with this report was not received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot a previous device history record (DHR) review on (B)(4). Did not reveal any related manufacturing deviations, anomalies or other non-conformances on the provided product and lot combination. Final micro and sterility tests passed.